Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing evaluation was performed. The product was received with a broken tip. We are not able to determine the exact cause which has led to this occurrence. However, it appears that too much mechanical force had been applied during the surgery (for example; too high drill speed, hard bone or possible movement in a slanting position). We did not receive the other bit therefore we are not able to determine the exact cause which has led to this breakage. The cross section surfaces of the returned part shows no irregularities. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the drill bit broke during the operation. The distal end remained in the patient. There wasn¿t any impact on the procedure, the operation was finished successfully. This report is for 1 of 1 for complaint (B)(4).